Manufacturer narrative:
UDI ¿ (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. A review of the service history record indicates that the device had been returned previously for the same malfunction. The review indicates there were no abnormalities or nonconformances identified. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was not functioning-stalling. It was noted that there was no function and the inner components were corroded. It was further determined that the device failed pretest for loctite and cable assessment, safety assessment, and hand control assessment. It was noted in the service order that post procedure it was observed that the jacket of the device was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.